Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2011; 419488 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient had a holter monitor which showed an instance of t-wave oversensing (twos) which slowed the pacing rate. The patient also complained of feeling weak and occasionally pre-syncopal during short episodes of tachycardia and atrio-ventricular dissociation and the atrial rate less than the ventricular rate. The right ventricular (rv) lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.